Event description:
It was reported that this lead was attempted implant due to out-of-range pacing impedance measurements, measuring greater than 2000 ohms. Subsequently, a new lead was successfully implanted. No adverse patient effects were reported. This lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact and helix was retracted. Dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead was attempted implant due to out-of-range pacing impedance measurements, measuring greater than 2000 ohms. Subsequently, a new lead was successfully implanted. No adverse patient effects were reported. The lead was returned, and analysis was completed, and the report is updated with the product investigation results.